Event description:
It was reported that 1week after a laparoscopic anterior resection, anastomotic leakage occurred soon after the liquid food was started. The hyperalimentation was used, and the patient has been followed up. It depends on the patient condition, but there is a possibility that the colostomy will be performed. In the initial operation, the rectum ra rb was cut with psee60a and gold cartridge for 2 times, and cdh25b was used to anastomose. Dst reconstruction was performed. The stapling height was 1.8mm. There was no problem to the device or the stapling during the initial operation. The device was used between colon and rectum. The patient is 64 years-old, male. 4:00pm 19th dec, the patient is still hospitalized, and hyperalimentation was used and has been followed up. The surgeon¿s comment: I don¿t believe that the problem was 100% related to the instrument. The possible causes other than product is that because of dr. O. Who is coming for guidance, they chose gold cartridge for the rectum, and used psee60a to cut as much tissue as the device can cut, and then additional cut will be performed on the rest of the target tissue. So, the staples are easily stacked on the left side. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: height: null => 159cm. Weight: null => 63.8kg. There is no medical history of the patient. 10th jan, colostomy performed. Pm4:00, 19th dec, intravenous fluid therapy, drainage was placed. The fistula of drainage was formed, and the area of contamination was minimal, so the patient was monitored. The condition did not improve, so the colostomy was performed. The surgeon commented that, the patient had no unique factors that would adversely affect the outcome of the surgery. However, it was a male-specific narrow pelvis, and it was performed on the deep area. It was not an easy case. Was a leak test performed? If so, what type and what was the result? No further information will be available. Was the staple line visualized endoscopically during the initial surgical procedure? No further information will be available. How was the leak identified? No further information will be available. How was the leak addressed? No further information will be available. Where was the leak? It was from anastomose site. No further information will be available. Could you please provide a timeline of events? No further information will be available. What color cartridges were used and on what anatomical structure were they fired upon? No further information will be available. What is meant by ¿the staples are easily stacked on the left side¿? In the surgeons way, the staple piled up on the left side. No further information will be available. What is the current patient status? He is still hospitalized. No further information will be available. Does the surgeon believe that the post operative leak was due to an alleged deficiency with the ethicon device? No further information will be available. Can you please clarify ¿the surgeon¿s comment: I don¿t believe that the problem was 100% related to the instrument¿? The surgeon thinks that the issue was not 100% the device fault. Sales rep tried to get the additional information, but no further information will be provided now." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.